Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device displays a red x and fails to power up. There was no report of patient involvement.